Event description:
According to the reporter: post the procedure, the ultra shear tip about the steer part of jaw was broken from the device. This was noted outside of the patient's cavity. Operative time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4)